Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6), perform fracture study. Subject heard a "pop" in her shoulder while getting dressed on (B)(6) 2024. She began experiencing pain with movement. She underwent shoulder x-rays which demonstrated a minimally displaced coracoid stress fracture."

Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on provided images which match the alleged failure. A device inspection was not possible since the affected device remained implanted. Since data and images were provided, the opinion of a medical expert was sought and stated as follows: usually, stress transferred to the coracoid process from the conjoint tendon would cause such a fracture. It can be stated procedure related to reverse shoulder arthroplasty and due to lower bone quality. This is most likely a female patient, usually their bone quality is lower than that of men. Minimally displaced coracoid stress fracture will mean just a few millimeters displacement, in this case of the tip of the coracoid process. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient related issue due the bone quality. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "(B)(6). Perform fracture study. Subject heard a "pop" in her shoulder while getting dressed on (B)(6) 2024. She began experiencing pain with movement. She underwent shoulder x-rays which demonstrated a minimally displaced coracoid stress fracture."